Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 43 mg/dl. Customer¿s other blood glucose levels were in 60's to 200's and 255 mg/dl. Customer was treated with food. Customer did not allege insulin pump for over delivering. Customer stated that the insulin pump had insulin flow block alarm and it was resolved by changing set. Customer stated that programming was accurate. The insulin pump will not be returned for analysis.